Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the circular top of a polarstem stem inserter has detached from the rod that locks to the stem. Surgery was continued, after a delay of 30 minutes or less, with a sn back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
Results of investigation: it was reported that, during a total hip replacement surgery, the circular top of a polarstem stem inserter has detached from the rod that locks to the stem. Surgery was continued with a back-up device. No harm to the patient or further complications reported. The device, intended for use in treatment, was returned for investigation. Upon visual inspection, impact marks are visible on the superior surface of the knob. Furthermore, the transversal pin of the knob is broken and finally, deformation of the plastic part of the handle around the transversal pin holes are visible, which indicate the application of high axial forces on the instrument via the knob. Therefore, the relationship between the reported event and the device can be confirmed. The batch record review revealed no deviation from the standard manufacturing processes that may have caused the reported issue. A complaint history review detected only two additional complaint for the batch in question with a similar reported failure mode. The complaint is in line with the current risk management file. Review of past corrective actions was performed. No further escalation is required. The visible damage confirms that the instrument was improperly used to impact a stem. It has to be noted that the stem inserter is intended to be used for the insertion of cemented stems, while the stem impactor (75023369) is to be used for impaction of uncemented stems. The stem inserter is not designed to withstand hammering impacts. Based on the performed investigation, the root cause of the reported event is attributed to an off-label use. The relevant surgical technique illustrates in details, how uncemented stems are implanted and which instrument should be used. No further actions will be initiated as a result of the present investigation. S+n will continue to monitor this device for similar issues. The returned component will be discarded.